Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, they were withdrawing the catheter from the patient's penis and upon pulling the catheter from the patient, the catheter broke into two pieces. The catheter was successfully pulled out and noted that there were no fragments of the catheter left inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was bent approximately at 1.5cm from the distal tip. It was also noted to be stretched and broken approximately at 47.5cm from the distal tip. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, they were withdrawing the catheter from the patient's penis and upon pulling the catheter from the patient, the catheter broke into two pieces. The catheter was successfully pulled out and noted that there were no fragments of the catheter left inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.